Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display widow.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a huge black spot in the display. The device was not dropped or bumped. There was a crack inside the display. Customer's blood glucose was 5.2 mmol/l. No further info reported.